Event description:
The physician attempted to use an endeavor resolute drug-eluting stent to treat a lesion in the rca. Angiograph result showed 90% stenosis in the middle of the rca and 70% stenosis in the distal rca. Lesion pre-dilation was performed. Resistance was encountered advancing the device to the target lesion and it was reported that the device could not cross the lesion. The stent of the device was reported to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. Another stent was used to treat the patient. Patient is good and no clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. The stent was positioned on the balloon between the inner shaft markers. The stent was damaged on the proximal section on the final segment the 24th distal. This segment was raised and deformed. It was also noted on inspection that the 11th distal segment had one strut overlapping another on the 11th segment and slightly overlapping the 10th segment. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 70-90% stenosis. (Deformation problem) evaluation codes, conclusions: 50 device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 70-90% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).